Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used to treat hemostasis during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was exposed out of the sheath and the jaws were opened. The jaws were then closed onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used to treat hemostasis during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was exposed out of the sheath and the jaws were opened. The jaws were then closed onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. Additional information received on august 23, 2024: it was clarified that the clip was able to grasp and lock onto the tissue; however, the clip was unable to release from the catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 23, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.